Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the distal rectum was prepared with purse string suturing. Then the tissue became involved in the device, and tore the tissue when the surgeon tried to fix it. The anastomosis was completed with another device of different type. No significant bleeding occurred. No patient injury was reported.